Manufacturer narrative:
The 8mm large hem-o-lok clip applier instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that 8mm large hem-o-lok clip applier instrument was observed to have frayed wires. The instrument was not used on patient. There were no reports of injury. There were no reports of fragment(s) falling into the patient's anatomy.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.